Manufacturer narrative:
As of this report, the device has not been returned. Should additional information become available, or should this device get returned this report would be updated.

Manufacturer narrative:
Two months later the device was explanted and replaced. Should this device get returned, it will be analyzed and at time, this event would be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, it was noted this device reached the replacement indicator while implanted. The device passed labeled longevity requirements. Technicians noted this device will emit beeping tones when the device reaches eri when the feature is turned on. The device was then exposed to simulated heart load conditions and the defibrillation, pacing and sensing functions were tested. This device operated appropriately according to it's performance specifications.

Event description:
Boston scientific received information that this boston scientific sales representative called to report tones that were emitted from device. One week later new information indicates this device reached elective replacement indicator (eri) due to an extended charge time of 20.5 seconds. Technical services discussed the extended charge time limit, which this device has exceeded and recommended a device replacement within 90 days after the date eri was reached. This device is included in the mid-life display of replacement indicators product advisory.

Event description:
--